Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mitraclip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is conservatively filed as the patient expired more than 4 years post device implantation; the cause of death was not provided. It was reported that, on (B)(6) 2011, two mitraclips were implanted in a patient with functional mitral regurgitation (mr), reducing the mr from 2+ to 1+ without a reported device malfunction. On (B)(6) 2015, the patient expired. The cause of death was not provided and the study physician was unable to assess the relationship of the device to the patient's death. There was no additional information provided.

Manufacturer narrative:
(B)(4). The reported acute renal failure, congestive heart failure, respiratory failure, cardiopulmonary distress and the previously reported patient death were all reported as unrelated to the implanted mitraclips and unrelated to the mitraclip procedure; therefore, it was confirmed there was no relationship between the reported event and the mitraclip devices and there was no reported device malfunction. However, since the initial MDR has already been filed, the event must remain MDR reportable. No further investigation is required.

Event description:
Subsequent to the initial 30-day and follow-up medwatch reports, additional information was received: on (B)(6) 2015, the patient was admitted to the hospital for acute renal failure, congestive heart failure, respiratory failure, and cardiopulmonary distress. Medication was provided. The patient expired on (B)(6) 2015. Per study physician, the events were unrelated to the implanted mitraclips and unrelated to the mitraclip procedure. There was no reported device malfunction. There was no additional information provided.

Manufacturer narrative:
(B)(4). As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. The analysis of this complaint was an assessment of the manufacturing records and information provided to abbott vascular. The investigation was unable to determine a definitive cause for this incident. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. In this case, there was no reported device malfunction associated with the mitraclip. The reported patient effect of death, as listed in the mitraclip system instructions for use (IFU), is a known possible complication associated with mitraclip procedures. There was no evidence of a device issue in causing or contributing to the death, given the time interval between the procedure and the reported event. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.